Event description:
Per hospital staff, patient in or within approximately 5-10 minutes after going on support after implant, system malfunction red alarm occurred. Both vacuums had been off during initial support. System malfunction alarm occurred about 1-2 mins after adding -5 of vacuum on both sides. Prior to this when both vacuums were at 0, yellow left vacuum incorrect had been on. Backup driver set to preferred vacuum settings and patient was switched without any reported adverse impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n 10173a was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, left vacuum incorrect and system malfunction. Visual inspection of external components found no abnormalities, however, the driver was dropped during investigation resulting in cosmetic damage to the side skin, display cover, and bottom skin. Visual inspection of internal components found dent capacitor c93 on power management board. The transducer at m1 (hospital air) on the pressure sensor board appeared to have bent leads. Companion 2 driver failed functional testing for acceptance at incoming inspection due to left vacuum incorrect alarms. In an attempt to reproduce the customer complaint, the driver was set to the customer settings with both vacuums set to zero (outlined in patient file review above) and the driver was power cycled. After full boot up, a left vacuum incorrect alarm was observed for the left side. The vacuums were then adjusted to mimic the customer's experience. After 5 minutes, no system malfunction alarm was observed. This was repeated four more times with the same results. This power cycle test was also performed five times at the settings that failed during the incoming functional test. During these tests (with both vacuums set to zero) a left vacuum incorrect alarm was again observed with the extended data reading for the left side. A known functional pressure sensor board was installed and alarms could not be reproduced. Original pressure sensor board was re-installed and the same alarms were reproduced. Customer complaint was replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported system malfunction alarm was determined to be due to a nonconforming pressure sensor board with incorrect pressure/vacuum delivered to drivelines. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage caused to the skin and display cover as well as the capacitor on the power management board was cosmetic only and could not affect the functionality of the driver. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient in or within approximately 5-10 minutes after going on support after implant, system malfunction red alarm occurred. Both vacuums had been off during initial support. System malfunction alarm occurred about 1-2 mins after adding -5 of vacuum on both sides. Prior to this when both vacuums were at 0, yellow left vacuum incorrect had been on. Backup driver set to preferred vacuum settings and patient was switched without any reported adverse impact.